Event description:
Rn in ed reported that bd insyte autoguard needle did not retract. No needlestick. Used product placed into sharps container. Packaging including label was saved to identify product. This happened twice in ed with same device model and same lot number. Batch of about 25 needles from same lot was removed and sequestered.